Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate shock for bigeminal/trigeminal rhythm. Physician will resolve the issue with medication adjustments. Patient's condition was stable.